Event description:
A malfunction alarm was reported with the pump, and there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was informed about the replacement, and a backup therapy was arranged using a replacement pump.